Event description:
It was reported that the vns patient went to the ER on (B)(6) 2015 due to an increase in seizures. It was noted that the patient's medications were adjusted a few days prior to the event. Attempts for additional relevant information have been unsuccessful to date. A battery life calculation using the available programming history showed approximately 6.1 years remaining.